Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that screw interfered with the humeral nail in question at the most distal hole. No interference occurred at the other hole. After fixation, the surgeon retried to insert a screw in the interfered distal hole, however, it did not work. The surgeon left only the protection sleeve and checked that the hole was visible in the image intensifier. Then, the surgeon drilled through a drill sleeve again. However, the drill bit interfered with the nail. Despite the surgeon could see the hole through the protection sleeve, drilling without drill sleeve did not work properly. The cause might be that drilling direction was led by the passage where the interference had already occurred. The surgeon gave up using these devises and completed screw insertion with another device. There was a 42 minute delay reported. This report is for an unknown protection sleeve. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown protection sleeve. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.